Event description:
It was reported that it does not pass the test. There was reportedly no patient involvement.

Manufacturer narrative:
A philips authorized repair bench technician evaluated the device and found the issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.